Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance and threshold issues. The lead was reprogrammed. The patient was experiencing occasional light-headedness and intermittent pocket/nerve stimulation . Upon interrogation the rv lead exhibited low pacing impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.